Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided for the suspect device. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
Backup speaker- faulty. (B)(6) had error 133.6080 on pcu8015. Failure device type: alaris system instrument. Failure problem type: 8015. Failure mode: troubleshooting/ error codes. Case resolution: I recommended (B)(6) to charge the battery first. If charging battery did not correct the problem, (B)(6) will replace back-up speaker. If back-up speaker did not resolve the issue, (B)(6) will send the unit in for flat fee repair.